Event description:
It was reported that following a "bad storm", the remote monitor was no longer receiving power. A new power cord was sent but the monitor has now been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturing site ID. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.